Event description:
I cry every day now. I cry because I destroyed my own vision with lasik, and because I believed the lies they sold me. Before surgery, I wasn't perfect -- I had -4s and -1.5c. But I could see. Glasses gave me clarity. I could admire flowers, see the moon, read up close without struggle. My near vision was good enough that I didn't even need readers. Now? My vision is shattered. Shifting vision ¿ it changes every blink. Sometimes I can see, sometimes everything is fog. I feel like I live in a broken camera lens that keeps losing focus. Multiple pairs of glasses ¿ I now need glasses for near vision, different glasses for computer work, and different glasses for distance. And still, none of them bring back the clarity I once had. Halos, glare, and starbursts ¿every light is a violent burst. Headlights explode, streetlights bleed, screens smear into glare. Nighttime is unbearable. Loss of contrast and depth ¿ the world looks flat and dull. I used to see details; now everything is washed out and lifeless. Floaters and shadows ¿ my vision is haunted by shapes drifting everywhere I look. Screens are torture ¿ I can't work more than 10¿15 minutes. The strain and glare are brutal. Drops every hour ¿ my eyes are chained to artificial tears just to survive. And what do the surgeon and clinic say? They dismiss me. They pat me on the back and call this "normal healing." They imply I'm just being impatient. They claim I'm exaggerating, even lying. They say, "we never guaranteed you'd be free from glasses," as if their entire sales pitch didn't revolve around exactly that promise. I paid $4,200 of my post-tax income to destroy my vision. And now I'm treated like an inconvenience ¿ no apology, no compassion, not even basic human empathy. They act as though they're doing me a favor by re-examining me. How cold can you be to someone whose life you've just ruined? This isn't "normal." This isn't "healing." This is a nightmare. My vision has been taken from me, and my concerns are brushed aside like they don't matter. I feel betrayed -- by the surgeon, by the system, by the FDA for allowing this scam to continue. Lasik is sold as freedom, but it is a gamble with your very life. When it goes wrong, you're left alone, dismissed, and gaslit into thinking it's all in your head. I am angry. I am devastated. I am heartbroken. I would give anything to go back to my old prescription, to my glasses, to the vision I took for granted. To anyone considering lasik: please, don't do it. Don't let them sell you the dream. Don't gamble your eyesight. I thought I was buying freedom -- instead, I bought a lifetime of regret. Patient: (B)(6). Procedure: lasik eye surgery, date of surgery: (B)(6) 2025 provider: (B)(6) (surgeon: dr. (B)(6)) cost: $4,200 out-of-pocket summary of issue: I underwent lasik surgery on (B)(6) 2025 and have since experienced severe, worsening complications that have impaired my vision and quality of life. Despite repeated follow-up visits, my symptoms have been dismissed as "normal healing." Informed consent concern: on the day of surgery, I was handed consent forms only minutes before the procedure, with no meaningful explanation. When I later reviewed the documents, I saw they listed in detail many of the complications I am now experiencing (halos, glare, light sensitivity, dry eye, loss of night vision, etc.). It appears these risks were known in advance, yet they were not disclosed in any meaningful way during consultations. Instead, the procedure was marketed as safe, with the strong implication I would be glasses-free. The forms functioned as a legal shield for the provider, not as true informed consent. Timeline (summarized): (B)(6) 2025 ¿ reported disappearing/reappearing letters, glowing blur like a "curtain." Dismissed as normal healing. (B)(6) 2025 ¿ reported worsening haze, glare, dancing letters. Again dismissed. (B)(6) 2025 ¿ worsening: curtain-like blurriness, left eye pain, moving pixel-like patches, severe glare. Current symptoms (ongoing): shifting, unstable vision (changes with each blink). Severe glare, halos, starbursts, and light scatter. Photophobia (extreme sensitivity to light indoors and outdoors). Need for multiple pairs of glasses, none restore clarity. Loss of contrast and depth perception. Floaters and moving shadows. Left eye pain with movement. Heavy reliance on artificial tears. Functional disability: cannot use computer >15 minutes, driving unsafe. Provider response: concerns dismissed as "normal healing." Told, "we never guaranteed you'd be free from.